Event description:
Zoll customer support contacted a (B)(6) year old male pt to exchange his monitor. The pt's data download revealed multiple abnormal shutdowns. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (multiple abnormal shutdowns) has been confirmed. As received, the monitor failed incoming testing. Upon evaluation, there was corrosion on the table board and j101. The cause of the abnormal shutdowns is the corrosion on the table board and j101. The cause of the corrosion is contamination. The root cause of the contamination is likely liquid ingress of an unk contaminant. No adverse event resulted form the defective monitor. The pt received a replacement monitor.